Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 680r32 heart ring implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed undersensing of fine atrial fibrillation rhythm. The sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.